Event description:
It was reported that there were observations for right ventricular (rv) and right atrial (ra) lead impedance warnings and polarity switches on the date that the patient had an af ablation procedure. Impedance measurements prior to and after the procedure were stable. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).